Manufacturer narrative:
Biomérieux internal investigation was conducted. No strain, data, lab report or lot number information could be obtained from the author. Streptococcus tigurinus is not a claimed species by the vitek 2 gp ID card. Published sequencing studies identified streptococcus tigurinus as part of streptococcus mitis group. Conventional and/or phenotypic methods are unable to identify this species. The species can only be identified by 16s or rna sequencing. Since the gp ID card is phenotypic method, it is unable to identify this species. When an unclaimed species is tested in the vitek 2 gp ID card, the result will either be unidentified or a misidentification. A misidentification can occur because the vitek 2 gp ID knowledge base will try to match the reactions from the vitek 2 gp ID card with known species stored in the knowledge base. Since this species was previously considered part of streptococcus mitis group, the vitek 2 gp ID card identifies this species as a streptococcus mitis since that would be the closest match to this species in the knowledge base. It should be noted that in the limitations section of the vitek 2 product information, it is stated that testing of unclaimed species may result in an unidentified result or a misidentification. The vitek 2 system functioned as intended and in accordance with specification.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
As a result of journal publication review by biomerieux medical affairs (united states), misidentification of streptococcus tigurinus was indicated in association with the vitek 2 ID/ast system. The organism was misidentified as streptococcus mitis. There is no statement by the author(s) of the journal article that any discrepant result led to any adverse event related to a patient's state of health. As the claim is the general subject of a journal article, there is/are no culture submittal(s) available for biomerieux internal investigation. An internal biomerieux investigation will be initiated.